Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25143931, 25143887, and 25143790 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history. The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of heavy blood and charred tissue material was observed on the jaws. The heater wire was flexed away from the hot jaw with no sign of detachment. The silicone insulation on the cold jaw was torn away from the base with detachment. The detached piece of silicone insulation was not returned. No other failures were confirmed. Based on the condition of the device as found, the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the silicone separated from the jaws but did not fall in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the silicone separated from the jaws but did not fall in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.